Manufacturer narrative:
The insulin pump received with cracked battery tube threads. Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the idle current test, run current test, self test and off no power test. Unit received with normal operating currents. No blank display noted. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump fell & the screen will not turn on. Customer's blood glucose level was 20.6 mmol/l. Customer sated as the insulin pump had damaged they unable to troubleshot for high blood glucose value. Customer had a hard time locking the battery in place as insulin pump had some damage & then pump fell on the floor & now it wont turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.